Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012; inratio: 4.5, 5.2. Time between testing: 5 mins. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio2 precision data provided by end-user: 1st inr: 4.5; 2nd inr: 5.2; mean: 4.85; sd: 0.49; %cv: 10.21. Analysis of the customer's data revealed that repeated inratio2 test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint issue, pt was milking the finger. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. Pt's improper sampling technique may have affected inr results. Root cause of complaint could not be determined. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no further action is required at this time. This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.